Event description:
Alarm - error codes / messages. There was no patient involvement. (B)(4). Customer stated alarm channel a error 298 was confirmed due to a bad encoder of drive module, replaced it a new drive module on channel a. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service issues similar to the reported complaint or similar to the service history. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004- the implementation date of the erp system. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which confirmed similar complaints with the same or related failure mode.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service issues similar to the reported complaint or similar to the service history. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004. The implementation date of the erp system. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which confirmed similar complaints with the same or related failure mode.

Event description:
Alarm - error codes / messages. There was no patient involvement. (B)(4).